Event description:
The reporter called with correlation data. When comparing the device results to the lab, discrepant results were found. The reported device results/lab inr reported were: 2.3/3.3, 1.4/2.0, 1.4/2.0, 1.8/2.7, and 1.4/2.0. No other information was provided. The reporter declined product replacement.